Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. The devices involved in the incident were unknown. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A baxter clinical educator (ce) left a voice message for corporate product surveillance (cps) (B)(6) 2011 to advise that a customer facility is using unspecified homechoice cassette(s) to spike unspecified luer-type peritoneal dialysis solution bag(s) via the medication port. The ce stated, we have instructed them the correct way to use the product, so that they are not intermingling. The clinical educator(ce) contacted this writer on (B)(6) 2011. The ce stated she was not aware of any patients developing adverse reactions or needing any medical intervention. The ce stated she has only heard of this isolated incident and has advised the medical center on proper usage of the cassettes and bags. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for use error - failed to follow therapy steps due to use error was confirmed. The root cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.